Event description:
It was reported that post a stenting treatment procedure, stent damage, thrombosis, and patient complications occurred. In (B)(6) 2012, a 3.0x32mm promus element plus stent was implanted in the left anterior descending (lad) artery. In (B)(6) 2012, the patient, who had remained in the hospital, complained of chest pain. The patient was taken to the cath lab, where stent deformation and stent thrombosis were identified. A non-bsc thrombosis catheter was used. While placing a 2.5x32 promus element plus stent, the "nose cone" caught the end of the 3.0x32mm stent. The 2.5x32mm stent was reinserted past the overlapping portion and deployed distal. The overlapping area was post dilated with the stent balloon at 6atm to correct the deformation area on the 3.0x32mm promus element plus stent. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).